Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-aug-2026, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Initially showing increased impedance >40k on electrodes 2, 3, 4 and 10, 11, 12, and 13. Physician utilizing ins to check lead impedances. After first reading md pulled wires out from ins and wiped leads down with clean cloth x3 attempts. After continued issue we trialed switching lead positions in ins, resulting in impedances in 2, 3, 4, and 5 and 10, 11, and 12 (flipped from previous attempts). After this a wens was trialed with the same results, trialing both leads in each slot as well as each lead by itself. Trial lead was utilized for further testing and noted improved impedance on leads; md had driven lead up partially in epidural space but was far below level of other leads. Account rep then advised cs and md to trial pulling leads down slight at anchor. Impedances moved to just electrode 1 and 2. Connections also red on same electrodes that impedances were high. Changed up the lead as the leads moved down the spine.  Patient follow-up later this week. Will update following report of session from colleague. Additional information was received from the manufacturer representative (rep). Connections also red on same electrodes that impedances were high. Changed up the lead as the leads moved down the spine. Additional information was received from the manufacturer representative (rep). Per colleague who provided support during post-op visit, all connections and impedances are good and within normal range. Additional information was received from the manufacturer representative (rep). It was reported that they were able to establish effective therapy with reprogramming.